Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the doctor was finishing suturing and after passing the point, the needle was disassembled. There was no patient injury.